Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance measurements were over 3600 ohms on contacts 0, 9, 10, 11, and 15. It was noted that the patient reported pain on the right kidney area on the same side as the implantable neurostimulator (ins). It was noted that the patient had this pain for three months. It was noted that the device did not always seem to turn on. It was noted that there were also recharging concerns. It was noted that the manufacturer representative checked recharging statistics and turned the device on and it worked fine. It was suspected that the problems were related to the impedance issue. It was noted that the patient was the caregiver for his wife and needed to lift her sometimes.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that an impedance test was performed. It was noted that the cause of the issue was not determined at this time. It was noted that it was advised that the managing physician have an x-ray performed. It was noted that the patient was not receiving therapy at this time.